Event description:
During a routine shift check by a clinician, the device displayed "defib fault 72," "pacer fault 116" and "defib disabled" messages. There was no patient involvement in the reported malfunction.